Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, double counting of t-waves, and oversensing, resulting in an inappropriate shock. The patient reports resting on the couch drinking coffee after a walk when they felt their heartrate increase and felt fatigued. The patient laid down, received the shock and felt fine afterwards. Their heartrate had been between 130 and 140 beats-per-minute, and although the shock converted them back to a normal sinus rhythm, the therapy zone had been set to 200 and 220 beats-per-minute. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.